Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. After the procedure, the patient presented back at hospital room and device interrogation revealed intermittent capture of the right ventricular lead. Multiple programming attempts were made to resolve the issue but all failed. The patient was then taken to the operating room and the lead was explanted and replaced. Patient was stable post procedure.